Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c0201, annex d: d02. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. On 29-oct-24, lvp was received unboxed and with paperwork. No software versions found in unit. U14 on the logic board has failed. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace lvp logic board. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.